Event description:
Patient was placed onto CPAP for spontaneous breathing trial. Ventilator alarmed severe occlusion and stopped ventilating patient. Patient was bagged and placed on a new vent. No harm.